Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: "material no. 363083 batch no. 1014038 and 0316278 it was reported that tubes are overfilling. Pr created due to the additional lot numbers the customer provided in email response for pr 2652805, (new awareness date)."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos and retention testing provided, therefore, bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014038, medical device expiration date: 2021-10-31, device manufacture date: 2021-01-14. Medical device lot #: 0316278, medical device expiration date: 2021-08-31, device manufacture date: 2020-11-11 .

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled. The following information was provided by the initial reporter: "material no. 363083 batch no. 1014038 and 0316278. It was reported that tubes are overfilling. Pr created due to the additional lot numbers the customer provided in email response for pr (B)(4), (new awareness date)."